Event description:
User states while taking their morning pills they flicked the lid open, put the container up to the mouth to swallow the pills in the container and swallowed the lid. The lid, which was swallowed, cut the user internally. The user was hospitalized and had several examinations and tests due to the event, including a colonoscopy. User notes that the box is falling apart and all the lids are breaking off when opened.